Event description:
Event was reported to (B)(4) by an attorney. The patient suffers pain, constipation, urinary problems, pain during intercourse, inflammation of the abdomen, and infections. No further information has been provided.